Event description:
Information was received from a patient(pt) regarding an implantable neurostimulator. During the call, patient reported it takes forever, hours, to charge the implant from the beginning and thought that was normal. Patient said it takes 5- 6 times every time to get recharger antenna connected to the implant and has to charge the implant throughout the day. Agent had pt start implant charge and saw 2 coupling bars filled and sometimes sees 4 filled. Patient also said they have to play with the recharger a lot to get the coupling bars filled in. Patient confirmed they have never told a doctor or mdt representative about this issue. Pt stated they woke up from surgery and was disappointed that this was implanted in their butt when the other devices in the past were in their side and hates the implant in their butt. Agent reviewed to follow up with hcp if replacement recharger antenna does not resolve the issue. An email was sent to repair to replace the recharger antenna.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.